Event description:
It was reported during use the bd ultra fine¿ pen needle was unable to deliver insulin/medication. The following information was provided by the initial reporter: the customer stated "there was no insulin flow during injection.".

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for evaluation? Yes. D.10 returned to manufacturer on: (B)(6)2020 h.6. Investigation summary customer returned (5) 4mm, 32g pen needles (2 open without the tear drop label, 3 sealed) from lot # 9294864. Customer states that there was no insulin flow during injection. All returned pen needles were examined and one exhibited a bent non patient end of the cannula. All remaining samples were tested and all were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the customer¿s indicated failure (bent non patient end of the cannula). Root cause user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd ultra fine¿ pen needle was unable to deliver insulin/medication. The following information was provided by the initial reporter: the customer stated "there was no insulin flow during injection."